Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received motor error alarm during rewind due to corroded motor home switch. The insulin pump smells of insulin inside reservoir tube, however no moisture damage inside reservoir tube or on electronic assembly noted. The pump was received with scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and alarmed motor error. The customer's blood glucose reading was unknown. The customer stated the pump was blocked due to a motor error. Then stated there was a strong smell of insulin coming from the pump. The customer stated there was a reservoir leak. The insulin pump was returned for analysis.